Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the rf telemetry was not functioning, only wand telemetry was. A cyber security update resolved the rf telemetry anomaly. There were no patient consequences.